Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician isolated the issue to a hydraulic valve. He replaced the hydraulic valve to repair the bed.